Manufacturer narrative:
Investigation: samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open and unused samples, one of them with only the second pack opened (first pack is closed). We have checked both samples received and we have found the following: in one sample the thread is damaged in a small part of the thread (see page 1 of enclosed picture). In the other sample the thread is cut/broken (see page 2 of enclosed picture). This defect could be caused by the automatic winding machine during the manufacturing process. The machine probably damaged the thread of these two units in the winding step. Taking into account that no other complaints have been received for this code-batch, we consider that these are isolated units, but the rest of units of the affected batch are correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the thread is frayed. The reporter indicated that when opening the package the physician can see frayed thread. Per the reporter, the event occurred before use.